Event description:
It was reported that post deployment, the anchor was stuck in the shaft of the handle and while trying to take it out from the bone it came off with the anchor. Then the anchor became loose from the shaft and could not be reused. An additional bone hole was required and a void was left in the patient. There was a significant delay greater than 30 minutes. A backup device was available to complete the procedure.

Manufacturer narrative:
One 3.5mm twinfix ti anchor w/needles was returned for evaluation. Visual assessment of the devices shows the needles are free from the handle. The anchor is free from the shaft but remains attached to the suture. Dimensional assessment of the anchor and shaft hex confirmed they meet print specification. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.